Event description:
Reference number: (B)(4). Event occured in the united states. The patient experienced a blockage at the insertion site on (B)(6) 2025. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010332, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010332 was manufactured according to the work instruction (wi) version 98 and packaged in the machine multivac 14 on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03408 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03414 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 30-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03415 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03428 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 30- nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m00124 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01- dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m00125 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 02- dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03429 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01- dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03428 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 30- nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03427 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 29- nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.